Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/21/2020. Additional h3 investigation summary: two used needles and one empty opened folder of product code ep8730h were returned for analysis. The product code is double armed. During the visual inspection of the needles, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needles that appears to be by the use of a surgical instrument. The suture was not returned for analysis. The manufacturing records could not be reviewed as the batch number is unknown. Per the sample condition the assignable of the performance pull off - suture needle, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: specific number of devices which failed in this procedure => the sales rep reported 5 devices. Lot number =>the lot number is unknown. Device return status =>we regularly contact with sales rep about the device returning. No further information will be provided. Device issues reported in mw 2210968-2020-02069, 2210968-2020-02070, 2210968-2020-02071 and 2210968-2020-02072.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. During the procedure it was found that the suture had been detached from the needle. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.